Event description:
This ra lead was implanted on (B)(6) 2011. It was noted on (B)(6) 2011 that patient reported to the emergency room with complaints of pus from pocket. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).